Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. Beginning the first week of (B)(6) 2015, the patient experienced severe pain described as shock waves of shooting pain across the left side of the back at the t10-t11 dermatome where the tip of the catheter was. The patient also experienced severe parasthesia and hyperesthesia in that area as well as severe radiculopathy in the left buttock and leg. The patient had been misdiagnosed in the emergency room (ER) with shingles. The patient was referred for a second opinion. The patient stated that the doctor ordered tests to diagnose the granuloma and the pump and catheter were both removed on (B)(6) 2015. The patient had a week hospitalization after the surgery due to complications. The circumstances that led to the granuloma were unknown. It was unknown if the granuloma was resolved. The neurosurgeon told the patient that it may resolve over time. The patient was to follow up to see if the granuloma was resolving.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine 20mg/ml dose not reported via an implantable pump. The indications for use were degenerative disc disease/herniated disc pain and spinal pain. The patient had a granuloma. The patient started to experience symptoms since (B)(6) 2015. Per the patient the healthcare provider's office "failed to recognize the signs or symptoms"; they ignored the patient. The patient's primary care physician (pcp) referred the patient to another physician and in (B)(6) 2015 they had confirmed the patient had a granuloma. The patient was scheduled to have it removed (B)(6) 2015. The circumstances that led to the granuloma, symptoms related to the granuloma, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.